Manufacturer narrative:
Tech found that the CPR dampener was bent causing the head section to bind, not lower. The tech straightened the CPR dampener and the head section function properly, this resolved the issue.

Event description:
The account alleged that the head section was stuck in the up position. No injury reported.